Event description:
It was reported that left ventricular (lv) lead thresholds were unstable post-implant. Reprogramming was performed to adapt output as necessary. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.